Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and microscopic inspection of the device found no damage or irregularity. The returned rotawire was used for analysis. During analysis, the rotawire was able to be fully removed and reinserted with no resistance or issues. The rotawire does have minor kink damage which did not cause resistance or impede testing. No other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the guidewire. The 70-80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotablator rotalink plus and rotawire were selected for use. During the procedure, it was noted that the rota burr was unable to track across the rotawire and got stuck after 2 to 3 rounds of burring. Also, a kink was noted on the device. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the guidewire. The 70-80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.25mm rotablator rotalink plus and rotawire were selected for use. During the procedure, it was noted that the rota burr was unable to track across the rotawire and got stuck after 2 to 3 rounds of burring. Also, a kink was noted on the device. No patient complications were reported.